Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there had been no variation in change tracking in the datasync logs (datasync applier data and datasync debug log), indicating that data synchronization had not been occurring as expected. A technical support specialist stopped the datasync service, decrypted the station db, and backed it up as per known articles (ka 000008075). The specialist then restarted the datasync service and fully resynced the station without dropping the db, which was successful. The station was subsequently rebooted, and it was confirmed that the med app had launched successfully. Confirmation was received from clifton bia that the issue had been resolved. The system functioned as intended after the technical support specialist had troubleshot the device. E. 5 other occupation: systems administrator (information technology)

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a medication error. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.